Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-nov-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 15-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Caller said that the pt's leads spontaneously moved and the pt no longer feels stim or gets pain relief so her managing hcp is ordering an MRI to potentially remove the device. Caller said they are going to x-ray to determine lead placement to ensure they are still in the epidural space before proceeding with MRI. Caller said the pt found this out sometime last week.